Event description:
It was reported that the patient was hospitalized for an overnight stay (duration, specific date not reported) due to infection and was treated with IV antibiotics.

Manufacturer narrative:
This report is submitted on 27 jan 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is submitted on october 26, 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.